Event description:
Boston scientific received information that two months post implant; this right ventricular lead exhibited loss of capture and diaphragmatic stimulation due to lead dislodgement. A revision procedure was performed; the lead was repositioned. Three days later during a post operation evaluation; the right ventricular lead had dislodged again. The patient was transferred to another hospital with the anticipation of placing an active fixation lead. However, the patient had chronic abandoned leads on the left side from a previous implant and the decision was made to connect the device to the chronic leads. The right ventricular and atrial leads were elected to be removed. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted leads were not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.